Event description:
Event: post implant intervention. Case detail: a bifurcated graft was implanted several months ago. After initial implant, the final angio showed no leaks were present. In 2002 the pt was treated for an inflammatory aneurysm. There were bilateral type I endoleaks at the right and left inferior attachment systems. The anatomy was incredibly tortuous. The physician attempted to place a covered wall graft on the left side but was not happy with the positioning. The physician decided to sew the limbs in manually through an abdominal incision. The physician cut off the attachment systems and sewed an interposition graft to the leg of the left limb. The right graft limb was also sewn in to the native vessel.